Manufacturer narrative:
The tenaculum forceps has been returned and evaluated by the failure analysis team. The tenaculum forceps instrument was analyzed and found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.35¿ x 0.293¿ was not returned with the instrument. The instrument was found to have a broken grip cable at the distal end and a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The instrument was also found to have a dislodged proximal clevis at the distal end.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment fall into the patient, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned for failure analysis investigation. The device has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by the isi regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the jaw of the tenaculum forceps instrument completely separated from the shaft. There were 6 lives remaining. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the clinical sales manager (csm) and obtained the following additional information: the event occurred during a myomectomy procedure on (B)(6) 2023. The instrument was inspected prior to use and no damage or anything out of the ordinary was seen before inserting it inside the patient. The device fragment fell inside the patient while doing an instrument exchange. The surgeon believed that lifting heavy weights with the jaw of the instrument caused the instrument to break leading to the fragment falling issue. The instrument was in use for 20 minutes prior to the issue. Before the malfunction of the instrument, the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The whole jaw of the instrument fell into the patient during an instrument tip or accessory collision. Prior to the breakage, the instrument was removed during the procedure a few times, but it was not completely straightened, and the surgical staff felt a little bit of resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, it was not completely straightened, and the surgical staff felt a little bit of resistance upon removal of the instrument through the cannula. The surgical staff inspected the cannula after the procedure and did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. All fragments were retrieved with a laparoscopic grasper. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. There was no additional impact to the patient and the patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.